Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended device testing to ensure the integrity of the system. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating that the latitude red alerts were still being generated from this system due to shock impedance measurements greater than 125 ohms. The patient was brought into the clinic for testing and a measurement which was greater than 200 ohms was noted from the previous night. All other shock impedance measurements were within normal limits. The caller also reported left ventricular (lv) pacing impedance measurements of 200 ohms. All other lv lead measurements were stable and no noise was observed or could be reproduced. The physician will continue to monitor this patient via latitude. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a lattitude red alert was detected from this system due to high shocking impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4); this system was subsequently explanted and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.